Event description:
The customer reported to baxter healthcare corporate product surveillance one ce intermate lv 100 in which the reservoir ruptured after storage. Per the report, the device was filled in the pharmacy with approximately 180 ml of normal saline and 20 ml of vancomycin 1 gm. The problem was detected by the patient when removing the product from refrigeration before use. Per the report, there was no delay in the patient's treatment as additional prepared product was available in the patient's home. There was patient involvement but no injury or adverse event is associated with this report.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.